Event description:
After two days of iab therapy, blood was noted in the tubing. During explant the iab became entrapped and was removed via surgical cut down. A large clot was noted in the center of the membrane. The iab was replaced. No further complications or pt injury occurred.